Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus, suspected driveline damage, and power elevations could not be confirmed through this evaluation. Per the account, the device was disposed of and log files are not available from the time of admission. No product is available for investigation. The relevant sections of the device history records driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii patient handbook are currently available. Section 1, "introduction," lists device thrombosis as an adverse event which may be associated with the use of heartmate ii lvas. Section 1 provides an explanation of pump parameters, including pump power and flow. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. In addition, device flow and power generally retain a linear relationship at a given speed. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Section 4 of the IFU states the system controller provides an estimate of blood flow out of the pump. This estimate is based on pump speed and the amount of power being provided to the pump motor. The relationship between power and flow at any particular speed is mostly linear. Section 6 of the IFU, ¿patient care and management¿ outlines indications of pump thrombosis, as well as how to respond to such events. Section 6 of the IFU, ¿patient care and management¿ (under ¿pump performance monitoring¿), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This section also provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. Sections 6 and 8 of the IFU, as well as sections 4 and 6 of the patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. However, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage, as well as the how to respond to such events. Section 7 of the IFU and section 5 of the patient handbook address hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
H6- health effect code 4581- black urine, subtherapeutic international normalized ratio. First notation of driveline issues was reported under MFR 2916596-2024-00122. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had black urine on (B)(6) 2023 and was admitted on (B)(6)2023. The patient's international normalized ration (inr) was 1.3, with reported flows of 8-9 liters per minute (lpm) and power spikes >10 watts. The patient was determined to have a pump thrombus after not taking warfarin (coumadin). While in the hospital, the patient had a short in their driveline which resulted in a pump stop on (B)(6) 2023. The pump was exchanged that same day.